Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that on an unknown date, the patient was discharged from the hospital and recovered from yellowish pd effluent and abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that on an unknown date, the patient recovered from cloudy pd effluent and peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy and yellowish effluent and abdominal pain. The cause of peritonitis was unknown. One day after the peritonitis onset, the patient was hospitalized for the event. It was reported that the patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from peritonitis. It was reported that pd therapy was discontinued the pd catheter was removed and the patient was shifted to hemodialysis (ongoing). No additional information is available.